Manufacturer narrative:
The device was returned to olympus for inspection. The reported dent damage failure was confirmed and in addition, the following reportable malfunctions were identified during the device evaluation: outer tube bent and dented and video connector worn out and dented, loose adapter, failure of light transmission and the image direction view was also found wrong. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint failures are cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited damage on the video connector and outer tube, a loose adapter, light transmission and image failures. There was no patient harm or involvement.